Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete functional testing) was confirmed. As received, the electrode belt failed functional testing. Upon evaluation, the +5v wire was broken from the pad in the distribution node. The cause of the failure was the broken wire. The root cause of the broken wire cannot be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.